Event description:
On (B)(6) 2006, a pt (female, (B)(6) old) was reported to have developed a bilateral ulceraction in the axilla region, subsequently resulting in scarring, after receiving a single treatment with the fraxel sr750 laser sys. The treatment was performed at a setting of 8 mj/pulse, 250 mtz/cm2/pass, for a total treatment density of 2000 mtz/cm2. Three weeks following treatment ((B)(6) 2006), the physician injected kenalog (10 mg/cc) and provided the pt with topical ointment (bactroban) and topical diprosone. Kenalog injections were performed again 4 and 5 months post-treatment ((B)(6) 2006). In addition, a series of add'l fraxel laser treatments were administered between (B)(6) 2006 and (B)(6) 2007. The treating physician classified the response as a permanent scar on (B)(6) 2007.

Manufacturer narrative:
Review of the mfg records for the sys revealed no device non-conformance. In addition, the treatment tip was returned for insp with no defect found. All records were found to be appropriate and per reliant spec.